Event description:
Complainant alleged that the medics attempted to monitor a pt, but they were unable to obtain the pt's ECG rhythm and the screen displayed dash lines. The medics tried three different ECG cables, but they were still unable to obtain the ECG and the device continued to display dash lines. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.